Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3007963827-2021-00325.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3007963827-2021-00325.

Event description:
It was reported that patient underwent a left knee revision approximately two months post implantation due to pain, swelling, instability, diminished range of motion, difficulty ambulating, and possible infection. All implants were removed and an antibiotic spacer was implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03429, and 0001822565-2021-03431. Date of event: unknown date in (B)(6) 2019. Implant date: unknown date in (B)(6) 2019. Explant date: unknown date in (B)(6) 2019. Therapy date: unknown date in (B)(6) 2019. Medical devices: unknown persona femoral catalog#: ni lot#: ni. Unknown persona tibial tray catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.